Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose in the 60s, treated with oral glucose gummies and juice, followed by a prolonged rise in blood glucose, after changing to a different infusion set style; during troubleshooting the user replaced the set with their usual style and confirmed the removed cannula was bent, and insulin and connectors were also replaced. Symptoms included hypoglycemia. Outcomes included the need for medication intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to an improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.